Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that during the implantation of the rv lead, an error occurred and the device initiated a reboot. The patient experienced ventricular standstill and was successfully resuscitated using a defibrillator.